Event description:
It was reported that the right atrial (ra) lead was capped due to a lead fracture. A replacement lead was successfully implanted, and no additional adverse effects to the patient were reported.